Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure malfunction on screen was confirmed and error message was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image not displayed pink image, fibre bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the reported failure malfunction on screen and additional malfunction no image displayed was due to video cable was broken. And for the remaining reportable findings the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had error message and malfunction on screen. There was no patient involvement.